Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2010008. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples were checked and all meet the qc criteria. The complaint issue was not found, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Result didn't develop. User performed the test procedure correctly.

Event description:
Invalid result (s). Result didn't develop. User performed the test procedure correctly.